Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis without a stent. Stent separated from sds and was deformed and damaged. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present and were in their original folded position. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the fibrocalcific right coronary artery. After a non-bsc wire crossed the lesion, pre- dilatation was done with a maverick balloon catheter. A 4.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated and stent damage.